Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and confirmed that the device accepted and met all manufacturing specifications. A labeling review was performed; there is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular" and "gel migration" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during follow up after the spaceoar placement procedure, the hydrogel was found inside the rectal wall, the physician stated that during the puncture no particular discomfort was felt, the gas obstructed the visual field. The radiation therapy has been delayed due to this event. There were no patient complications.